Manufacturer narrative:
Product ID 8780, serial# (B)(4); product type catheter product ID neu_unknown_ cath, serial# unknown, implanted: 2013 (B)(6); product type catheter product ID 8782, serial# (B)(4); product type catheter. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Conclusion code is no longer applicable.

Event description:
Additional information was received that the patient stated the pump system had not helped her at all. The patient stated that when the pump battery dies, she wants the pump taken "off" and would never recommend it.

Event description:
When she woke up, she had to lay flat for 24 hours because, the catheter tube was ¿condensed¿ and had been for some time. When she woke up, she was also very nauseous. The patient was sent home anyway with a medication for nausea. The patient was told to ¿overdose on mountain dew¿. The patient decided to go to a hospital and they drained the blood out of her arm so they could do a blood patch. This occurred on (B)(6) 2013. They then said they couldn¿t do it because they did not have the right equipment because, they didn¿t know where the catheter was if they were to go in and hit it to give her the blood patch. The patient was waiting another week. At this time, the hospital did tell the patient that she had a bladder infection and the patient was given medication for this. The patient was urinating even more after she started taking this medication. It was noted that the patient had multiple sclerosis and this was making her have to go to the bathroom even more. Once the urinary tract infection (uti) was under control, the patient went to a different hospital. This was in (B)(6) 2013. Again, a blood patch was not able to be done. The patient went back home with a spinal headache and was told to continue to drink mountain dew. When the patient got home, she broke out in a big rash. In (B)(6), she was scheduled to have a blood patch. The patient was told she had to get pre-medicated before she could have it done. The patient got a prescription, took one pill on the morning of the procedure and drove to the hospital, but was told that they wouldn¿t do it because, she wasn¿t pre-medicated. However, the patient did have the seroma looked at. In (B)(6), the patient went back to the hospital, pre-medicated, and got the blood patch done. The patient ended up being covered in the same rash afterwards. However, the healthcare provider (hcp) stated that she shouldn¿t have been because she was sterilized. The patient was told that her seroma should go away, but it never went away. A surgery was set up for 2013 (B)(6). This was to drain the seroma. When they went to drain the seroma, the surgeon noticed that the catheter tube slid down her back and was coiled down in the bottom of her back. The surgeon had to replace it. He had to cauterize tissue in the low back so that the fluid would not go into that pocket anymore. He also put tissue around the catheter so it wouldn¿t go anywhere again. The hcp never looked at the incision again. The hcp told the patient¿s husband that her skin looked ¿weighty¿ because, it was pulled so big. The patient wore a binder for 6 weeks. The patient had her staples removed 2 weeks later. That night, the patient was riding her exercise bike and her shirt got soaked. Her shirt also got soaked again the next day while she was doing laundry. The patient¿s incision was leaking from the top of the incision to one of the staple holes. This was (B)(6) weekend. The patient¿s surgeon said that she was fine. The incision did stop leaking. On 2013 (B)(6), the patient was told she could start physician therapy again. By 2013 (B)(6), the patient could take the binder of and would have no restrictions. At the time of the report, the patient¿s healthcare provider (hcp) felt that there was nothing else they could do for the seroma. The seroma was located directly in the middle of her back, right where the incision was where the catheter was replaced. The seroma was on the right side of the scar. The seroma was painful. It went away when the patient stood or laid flat. It was present when she was sitting. On memorial day, she decided to start sitting up and not moving too much catheter than continue to lay flat. The patient also reportedly had 3 ¿holes¿ in her back. One was from the old catheter, one was from the new catheter and the third was a new hole. The device system was used to deliver baclofen. It was later reported that, as of 2014 (B)(6), the patient was still having concerns with her device or therapy, but had not sought further help. Please see manufacturer report # 3004209178-2014-04201 for information pertaining to the "condensed" catheter.